Event description:
On a routine chest x-ray, the tube was noted to be disconnected inside of the pt, noted as a "fracture." A following CT revealed that the feeding tube had fractured and that the distal portion of the tube had migrated into the small bowel.